Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, intermittent ventricular undersensing was observed. The device was reprogrammed. The patient will continue to be monitored.